Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. The patient also had ineffective therapy. As a result, surgical intervention occurred on (B)(6) 2025 wherein the ipg was explanted and replaced and an additional lead was implanted. It is unknown which lead contributed to the ineffective therapy.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3189, UDI: (B)(4), serial: (B)(6), batch: 8156773.